Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 3 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the reported phenomenon ¿leak from the distal end¿ was reproduced, the root cause of these events could not be determined. According to the reprocessing manual, it is likely that one of the following led to the malfunction: a) after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use. The reported issue was found during this inspection. The intended procedure was a diagnostic fine needle biopsy. The procedure was subsequently completed with a different device, with no delays. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope distal end had leakage. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and ultrasound probe which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a dent at the distal end which, prevented water tightness. Upon further inspection, it was observed that there was a gap in the adhesive on the distal end in which a stain had entered inside of the lens through the gap. This occurrence can be attributed to wear and tear of the device over time or due to a mishandling issue. It was observed that the up-down knob could not be locked securely due to wear of the lock engagement lever. Also, it was observed that the play of the up-down knob was out of standard due to wear of the angle wire. It was observed that the paint on the suction, air and water cylinders were peeling. Lastly, it was also observed that the image had white dots due to damage on the charge-coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.